Manufacturer narrative:
(B)(4) one rf disposable grounding pad was received for evaluation. No visual anomalies were noted. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. A review of receiving inspection results for this lot number confirmed the product was manufactured according to specifications. The cause of the reported burn is remains unknown as the event could not be confirmed. Per the IFU, skin burns are a known risk during the use of this device.

Event description:
During a rf ablation procedure, a patient burn occurred. A neurotherm grounding pad was applied to the patient, whose skin was clean, dry, and not hairy. During the procedure, the patient complained of a burning sensation at the site. The procedure was stopped and the grounding pad was removed, revealing a reddened area the size of the pad underneath with two separate dime-sized blisters. Ice was applied and antibiotic cream was prescribed. The patient was doing well at the time of this report. There were no performance issues with any sjm device.

Event description:
Additional information received indicates during a left lateral cutaneous nerve ablation the patient reported a burning sensation at the grounding pad site, which was located on the right lower quadrant of the abdomen. The ablation was stopped and the grounding pad was removed, revealing two burns at the edges of the grounding pad. A new grounding pad was placed on the right thigh and the ablation procedure was successfully completed. The patient was referred to a wound clinic for treatment of a third degree burn.